Event description:
Per customer: pt was admitted for coronary artery bypass. Surgeon opened chest with stryker sternal saw. After chest was open, battery pack for saw was noted to be leaking fluid along lower seam of battery. A small (approx 1/8") crack was noted in battery. Post-op course was uneventful, but pt was given antibiotic in case of an infection due to the leaking. Pt was discharged on 5th post-op day.